Event description:
It was reported that the device prematurely released from the delivery catheter after fixation during the implant procedure. No intervention was required to resolve the event as the device was adequately fixated prior to the event. The patient was in stable condition.